Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to pocket infection. Reportedly, the patient had an evaluation of the pocket with the physician and was found out to be infected. No additional adverse patient effects were reported. This crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to pocket infection. Reportedly, the patient had an evaluation of the pocket with the physician and was found out to be infected. No additional adverse patient effects were reported. This crt-d was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results and e1: initial reporter email address.